Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, cracked valve seat diaphragm valve. And observed, delamination partial of the valve (adhesive failure). Additional observations: observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d6b, h6.

Event description:
Device has been explanted and replaced.